Event description:
Drain was ordered to be removed from pt. The drain removed easily without resistance. The tube that broke off in the pt was approx 20 cm long and was the drainage portion of the unit. The pt had to be taken back to surgery for removal.